Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a posterior fusion (th3-l3) for idiopathic scoliosis on (B)(6) 2022. The event took place in sequence as follows: 1. Expedium verse was inserted in the planned location. 2. Ponte osteosynthesis was performed at th4, th5 to l2, l3. 3. Pre-contoured rod insertion and corrective fixation in scoliosis were performed from the concave side (left side). Hook was inserted into th3, and screws were inserted into th5, th7, th8, th9, th11, l1, and l3. 4. Correction key was inserted while correcting rods and screws with bully instruments. 5. When the correction key in question was inserted into th7¿s screw, the correction key broke during midway through insertion. The surgery was completed successfully within 30 minutes delay. Set screw is usually inserted over a bully instrument or a facilitator for insertion set screw into expedium verse. However, it was not possible to use those instruments in this case due to insertion conditions. Therefore, the set screw was manually inserted. The patient was reported to be stable. No further information is available. This report involves one expedium verse spine system correction key. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility name: (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.